Event description:
It was reported that there was a stent profile problem. A synergy xd mr ous 4.00 x 16mm was selected for use during a percutaneous coronary intervention. The target lesion was 80% stenosed, mildly calcified, and was pre-dilated using an emerge balloon. Upon choosing the synergy stent, it was noted that it appeared obviously longer than expected. The stent was still used to complete the procedure and no patient complications were reported due to this event. After the procedure, the physician measured the stent markers on the emerge balloon. Comparing this measurement with the synergy stent, they found that the 16mm stent actually measured 20mm.

Manufacturer narrative:
Lot/batch number updated to 0030999455. The returned product consisted of the synergy xd stent delivery system. A visual, tactile, microscopic and dimensional testing was performed on the device. Device analysis confirmed that the stent had been deployed and was not returned for analysis. It is noted that the markerband positioning is used as a measure to ensure that the correct size stent is crimped on the balloon. The distance between the distal edge of the proximal markerband and the proximal edge of distal markerband measured 17mmin length. Although the stent is labelled as a 4 x 16mm long stent, the markerbands measuring 17 mm were within device specification.

Manufacturer narrative:
Lot/batch number updated to 0030999455.

Event description:
It was reported that there was a stent profile problem. A synergy xd mr ous 4.00 x 16mm was selected for use during a percutaneous coronary intervention. The target lesion was 80% stenosed, mildly calcified, and was pre-dilated using an emerge balloon. Upon choosing the synergy stent, it was noted that it appeared obviously longer than expected. The stent was still used to complete the procedure and no patient complications were reported due to this event. After the procedure, the physician measured the stent markers on the emerge balloon. Comparing this measurement with the synergy stent, they found that the 16mm stent actually measured 20mm.

Event description:
It was reported that there was a stent profile problem. A synergy xd mr ous 4.00 x 16mm was selected for use during a percutaneous coronary intervention. The target lesion was 80% stenosed, mildly calcified, and was pre-dilated using an emerge balloon. Upon choosing the synergy stent, it was noted that it appeared obviously longer than expected. The stent was still used to complete the procedure and no patient complications were reported due to this event. After the procedure, the physician measured the stent markers on the emerge balloon. Comparing this measurement with the synergy stent, they found that the 16mm stent actually measured 20mm.